Event description:
Had a severe infection for five months and was hospitalized [arthritis infective nos] ([difficulty in walking]). Over a year since the surgery [knee surgery nos]. Case narrative: initial information received on 11-oct-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 66 years old male patient who had a severe infection for five months and was hospitalized and over a year since the surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started received synvisc one injection in her right knee at a dose 6 ml 1x (expiry date, strength: unknown) (lot - 9rsl023z) for osteoarthritis. The injection we have on file is in the right knee. After an unknown latency patient mentioned that he had a severe infection (arthritis infective) (hospitalization, medically significant) for five months and was hospitalized. The synvisc was not able to be removed being the synvisc might had adhered to the soft tissue. The physician was not able to say whether it was the synvisc that caused the issue. It has been over a year since the surgery (knee operation) (intervention required, medically significant) and is still recovering, doing physio on his knee to strengthen his leg muscles. He could barely walk (gait disturbance) (medically significant, hospitalization) event. Action taken: not applicable. Corrective treatment: not reported. At time of reporting, the outcome was not recovered / not resolved for the event had a severe infection for five months and was hospitalized and was recovering / resolving for the event over a year since the surgery. A product technical complaint (ptc) was initiated, and the results were pending for the same. Reporter causality: unassessable for all the events; company causality: not reportable for all the events.

Manufacturer narrative:
Sanofi company comment dated 17-oct-2022: this case involves a 66 years old male patient who had a severe infection for five months and was hospitalized while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Had a severe infection for five months and was hospitalized [arthritis infective nos] ([difficulty in walking]) over a year since the surgery [knee surgery nos]. Case narrative: initial information received on 11-oct-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 66 years old male patient who had a severe infection for five months and was hospitalized and over a year since the surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started received synvisc one injection in her right knee at a dose 6 ml 1x (expiry date, strength: 48 mg/6ml) (lot - 9rsl023z) for osteoarthritis. The injection we have on file is in the right knee. After an unknown latency patient mentioned that he had a severe infection (arthritis infective) (hospitalization, medically significant) for five months and was hospitalized. The synvisc was not able to be removed being the synvisc might had adhered to the soft tissue. The physician was not able to say whether it was the synvisc that caused the issue. It has been over a year since the surgery (knee operation) (intervention required, medically significant) and is still recovering, doing physio on his knee to strengthen his leg muscles. He could barely walk (gait disturbance) (medically significant , hospitalization) event. Action taken: not applicable. Corrective treatment: not reported. At time of reporting, the outcome was not recovered / not resolved for the event had a severe infection for five months and was hospitalized and was recovering / resolving for the event over a year since the surgery. Reporter causality: unassessable for all the events. Company causality: not reportable for all the events. A product technical complaint was initiated on 11-oct-2022 for synvisc one (batch number: 9rsl023z) with global ptc number: (B)(4). The sample status was not available and the ptc stated the production and quality control documentation for lot 9rsl023z expiration date (2022-05) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot frequency analysis for lot 9rsl023z no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 2nov22 there are 4 complaints on file for lot 9rsl023 and all related sublots. 3 complaints are on file for lot 9rsl023z: (2) adverse event reports. 1 complaint is on file for lot 9rsl023: (1) syringe broken prior. Sanofi will continue to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 16-nov-2022 with summarized conclusion as no assessment possible. Additional information was received on 16-nov-2022 from other health care professional. Ptc result and strength of synvisc one was added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 17-oct-2022: this case involves a 66 years old male patient who had a severe infection for five months and was hospitalized while being treated with hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Had a severe infection for five months and was hospitalized [arthritis infective nos] ([difficulty in walking]) over a year since the surgery [knee surgery nos]. Case narrative: initial information received on 11-oct-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 66 years old male patient who had a severe infection for five months and was hospitalized and over a year since the surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), family history were not provided. On (B)(6) 2021, the patient started received synvisc one injection in her right knee at a dose 6 ml 1x (expiry date, strength: 48 mg/6ml) (lot - 9rsl023z) for osteoarthritis. The injection we have on file is in the right knee. After an unknown latency patient mentioned that he had a severe infection (arthritis infective) (hospitalization, medically significant) for five months and was hospitalized. The synvisc was not able to be removed being the synvisc might had adhered to the soft tissue. The physician was not able to say whether it was the synvisc that caused the issue. It has been over a year since the surgery (knee operation) (intervention required, medically significant) and is still recovering, doing physio on his knee to strengthen his leg muscles. He could barely walk (gait disturbance) (medically significant , hospitalization) event. Action taken: not applicable. Corrective treatment: not reported. At time of reporting, the outcome was not recovered / not resolved for the event had a severe infection for five months and was hospitalized and was recovering / resolving for the event over a year since the surgery. Reporter causality: unassessable for all the events. Company causality: not reportable for all the events. A product technical complaint was initiated on 11-oct-2022 for synvisc one (batch number: 9rsl023z) with global ptc number: (B)(4). The sample status was not available and the ptc stated the production and quality control documentation for lot 9rsl023z expiration date (2022-05) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot frequency analysis for lot 9rsl023z no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 2nov22 there are 4 complaints on file for lot 9rsl023 and all related sublots. 3 complaints are on file for lot 9rsl023z: (2) adverse event reports. 1 complaint is on file for lot 9rsl023: (1) syringe broken prior. Sanofi will continue to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 16-nov-2022 with summarized conclusion as no assessment possible. Additional information was received on 16-nov-2022 from other health care professional. Ptc result and strength of synvisc one was added. Text amended accordingly. Based on information previously received, the annex e code in mir form corrected from e2402 to e1906.

Manufacturer narrative:
Sanofi company comment dated 17-oct-2022: this case involves a 66 years old male patient who had a severe infection for five months and was hospitalized while being treated with hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.